Event description:
A baxter representative reported an overinfusion of heparin involving ICU patient. The facility stated that the pump was programmed to deliver heparin at 12cc/hr. The concentration was unknown. The volume in the bag was 250cc. The pump had infused a total volume of 14cc when the nurse went to reprogram the volume to be infused. At that time the facility stated the nurse reprogrammed the flow rate instead of reprogramming the volume to be infused. As a result, the patient received heparin at a rate of 225cc/hr. The amount of heparin the patient received is not known. The patient did receive protamine sulfate as a result of the overinfusion of heparin. No adverse outcome has resulted. The serial number of the device is unknown.